Event description:
During a procedure, it was reported that the physician questioned about the effectiveness rf energy deliver from the thermocool® smarttouch® bi-directional navigation catheter. The procedure was completed successfully by exchanging the catheter and the issue was resolved. No patient consequences. On (B)(6) 2014, failure analysis lab notified that char was found in the proximal end of the tip dome of the product complaint. This condition was reviewed and determined to be reportable due to the size of it and potential risk to the patient.

Manufacturer narrative:
The device investigation is still in progress. (B)(4).

Manufacturer narrative:
(B)(4) during a procedure, it was reported that the physician questioned about the effectiveness rf energy deliver from the thermocool smarttouch bi-directional navigation catheter. The procedure was completed successfully by exchanging the catheter and the issue was resolved. No patient consequences. On april 7, 2014 failure analysis lab notified that char was found in the proximal end of the tip dome of the product complaint. The returned device was visually inspected upon receipt and char was found on the tip dome. This condition was not reported by the customer. Per the reported event, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. Due to the char found, an irrigation test was also performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint was not confirmed. As for the char found, the root cause remains unknown.